Event description:
Device malfunction: partial deployment, dislodged stent. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a stenting procedure in the carotid artery an xpert stent reached the target lesion; however, the stent only partially deployed, as "if the stent do not have the radial force enough". The stent and delivery system were removed from the anatomy along with the guiding catheter. The procedure was completed using balloon angioplasty. Once outside of the body, the xpert stent "dislodged" and was lost in the room. There was no adverse pt effect. Though requested, additional info was not provided.

Manufacturer narrative:
(B) (4) (off label carotid use) - (B) (4): the device is expected to be returned. It has not yet been received.